Event description:
Complainant alleged that while attempting to defibrillate a male pt age (B)(6), the device delivered one shock and then the screen when blank except for a green dot. Subsequently, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.